Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Subject device is an instrument and is not implanted. Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Event description:
During a procedure for a periprosthetic femur fracture, the surgeon experienced difficulty with the drill. As the surgeon attempted to implant a screw to piece some of the fracture together, the drill trigger became stuck and would not stop. The tip of the screw came out the distal end of the bone. Surgeon backed out screw and used cable to achieve adequate fixation.